Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, the patient had rectal abscess and further intervention is required to resolve the symptoms. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.